Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned for eval. The investigation is currently underway.

Event description:
It was reported that upon deployment, imaging demonstrated that one of the ivc filter limbs was bent. Reportedly, the bent limb was crossing over an add'l filter limb, keeping the filter from completely opening. The filter was successfully retrieved via the same jugular access and an add'l filter was implanted without further incident. There was no report of injury to the pt.